Event description:
Bilateral breast augmentation and mastopexy in 2003. No problems with implants at all. Now desires to be small because of back pain etc. 2006 pt underwent bilateral capsulectomy and implant removal. Implants removed intact with no apparent problem with same. Pt augmented with smaller mentor implants.